Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm13.7 implantable collamer lens in to the patient's left eye (os) on (B)(6) 2014. Excessive vault was noted, as well as angle closure associated with elevated iop and significant reduction of irido-corneal angles. The lens was explanted on (B)(6) 2014 and anterior chamber irrigation/evacuation of remaining visco/fluids was performed.

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Dob unk. (B)(4) -(secondary surgery); (new incision); intraocular pressure rise; (reduction of irido-corneal angles); size incorrect for patient; (explanted); (vaulting). Device evaluated by the manufacturer? No. Lens was not returned. (B)(4).